Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the malfunction code on the pump and provided instructions to continue using it.